Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter / leakage or sample leakage. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage occurred during blood collection.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter / leakage or sample leakage. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage occurred during blood collection.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode leakage. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter / leakage or sample leakage. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage occurred during blood collection.